Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial lead was unable to be successfully implanted due to bad sensing and helix extension and retraction issues. Lead was explanted and replaced. No adverse patient effects.